Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to the hospital due to a seizure/syncopal episode. Review of stored device memory noted a couple of pacemaker mediated tachycardia (pmt) episodes that were felt to be sinus tachycardia at the maximum tracking rate of 120 beats per minute (bpm). It was unknown if this correlated with the seizure/syncope. Available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported.